Manufacturer narrative:
Shnayderman, d., baginski, s. G., lea, w. B., <(>&<)> erickson, s. J. (2017). Huge traumatic pulmonary artery pseudoaneurysm. Radiology case reports, 12(3), 467-471. Http://dx.doi.org/10.1016/.radcr.2017.04.020 the mvp has not been returned for evaluation as it remains in the patient; product analysis cannot be performed. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the provided information.

Event description:
Medtronic literature review found a report of mvp migration after detachment. The purpose of this article was to present a case involving pulmonary artery pseudoaneurysm after penetrating thoracic trauma. The article states that a patient presented to the emergency department with stab wounds to the chest and abdomen. The patient underwent emergency surgery to treat a left pulmonary laceration, right renal laceration, and liver laceration. Daily postoperative chest x-rays were performed and revealed development of a pulmonary artery pseudoaneurysm. Postoperative day (pod) 12, the physicians used detachable coils to embolize the left eight intercostal artery, which was believed to be the source vessel of the pseudoaneurysm. The next day (pod 13), a follow-up ultrasound of the left chest showed persistence of the pseudoaneurysm. CT angiogram of the chest was obtained; a 6-6.5cm pseudoaneurysm with partial mural thrombus was found arising from the left lower lobe posterior basal segmental artery. The decision was made to attempt endovascular embolization. During the endovascular embolization procedure, a catheter was navigated into the left main pulmonary artery. Diagnostic dsa demonstrated a large pseudoaneurysm arising from the posterior basal segmental branch of the left lower lobe with two distinct distal subsegmental arteries. A tri-axial 80-cm 7 french system was created. The two distal posterior basal subsegmental arteries were embolized with fibered coils. The article states that due to the extremely short segment of normal artery between the origin of the left lower lobe posterior basal segmental branch and the pseudoaneurysm, and the desire to preserve flow into the anterior basal and lateral basal segmental arteries, a plug was chosen to occlude the origin of the pseudoaneurysm. The article states that a 6-mm mvp was initially deployed but was quickly pushed into the pseudoaneurysm sac. Afterward, a 10-mm plug from another manufacturer was deployed slightly more proximally and remained in place within the origin of the posterior basal segmental artery. Completion dsa confirmed no persistent flow within the pseudoaneurysm as well as preserved flow in the superior, anterior basal, lateral basal, and medial basal segmental branch arteries. On postembolization day 104, the patient presented to the emergency department with pain at the prior surgical incision site. A chest x-ray was performed that demonstrated decreased size of the pseudoaneurysm to 3.6 cm and otherwise no acute cardiopulmonary disease. The pain resolved without treatment and the patient was discharged without complication.